Event description:
It was reported that an unknown stair chair was difficult to maneuver (no tip) and there was inadequate patient restraint. It was further reported that while in use, a patient slid out of the bottom of the chair, but no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional information from the user.

Event description:
It was reported that an unknown stair chair was difficult to maneuver (no tip) and there was inadequate patient restraint. It was further reported that while in use, a patient slid out of the bottom of the chair, but no adverse consequence or clinically relevant delay in treatment was reported to have occurred as a result.

Manufacturer narrative:
The investigation is complete. Attempts were made to collect further details surrounding the event, and the device model and serial number, but the customer has not responded to these attempts. Section h codes have been updated per investigation results.